Manufacturer narrative:
(B)(4), b1: adverse event and/or product problem - correction. B5: describe event or problem ¿ correction. D5: operator of device code - correction. D9: device available for evaluation - correction. G2: report source - correction. H2: correction. H3: device evaluated by mfg - correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4) .

Event description:
It was reported that a signal loss occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.